Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first prostyle device was successfully pre-placed. Reportedly, the foot of the second prostyle device did not open completely. An attempt to open and close the foot was unsuccessful as it seemed to be jammed in a half open position inside the vessel. A vascular surgeon manipulated the device, turning it clockwise and anti-clockwise, in an attempt to deploy the needles, but was unsuccessful. Guide wire access was established from the right common femoral artery across to the left in preparation for forced device removal as a safety back-up. The device was removed with some force, tearing the arteriotomy. The prostyle sheath had detached from the proximal guide and remained inside the artery. A cut-down was performed and the prostyle sheath was removed from the artery using forceps. A 14fr sheath was inserted into the damaged arteriotomy to stop the bleeding and the tavi procedure was completed. The arteriotomy was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and and needle to cuff miss were confirmed based on the returned device condition. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was removed with some force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle suture-mediated closure and repair device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the prostyle device should be avoided as it may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the application of force was circumstantial based on the difficulties experienced to remove the device and did not directly contribute to the guide detachment. Based on the returned device condition and the reported information, the reported guide detachment appears to be related to downward force or torsional manipulation applied during device placement attempt. Detachment of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss (unsuccessful needle deployment) such that the foot pockets/ cuffs would no longer be with in the path of the needles. Additionally, detachment of the guide would compromise the foot functionality which subsequently contributed to inability to retract the foot and device entrapment. The patient effects of hemorrhage and tissue injury are listed in the prostyle IFU as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.